Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice device for automated peritoneal dialysis therapy and returned it to the tampa bay facility. The reported difficulty of ground bond test was confirmed by duplication during pal evaluation. Rite (return instrument test/evaluation) test was performed by the product analysis lab (pal). The device passed rite functional test and met rite specification, but failed rite electrical test for the reported difficulty and did not meet rite specification. Review of the siebel database revealed the previous device return was unrelated to the fail rite electrical test. The assignable cause of the reported difficulty of rite electrical test failed for ground bond resistance test was determined to be loose screw above the door post. As a result of this incident, the screw on the door assembly will be replaced during servicing of the device. The device was subsequently forwarded to service. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). During initial assessment of the hc device, a baxter technician determined the hc machine system failed returned instrument test/evaluation testing due to a ground bond failure.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).device evaluation is currently in progress. Any results of evaluation will be provided in a follow up emdr.